Manufacturer narrative:
One medfusion® 3500 syringe pump was returned for investigation. Visual inspection revealed that the returned device was in okay condition and the right plunger cases were damaged. A review of the device event history log found that a check clutch error had occurred. During functional flow tests, the check clutch error was able to be duplicated. Further examination found that the tab of the position potentiometer had broken off which was found to be the root cause of the error. Investigation determined that the cause of the tab break was due to impact to the device which was evidenced by the observed damage on the plunger head. The position potentiometer was replaced and a cable guard was installed. After device repair and recalibration, the device was found to pass all delivery, accuracy and functional tests.

Manufacturer narrative:
The device is currently being evaluated; smiths medical will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
It was reported that a medfusion 3500 syringe pump had a check clutch error. No patient injury was reported.